Event description:
Reporter recalls obtaining the er1 message once on a patient that was known to run high blood glucose levels. The patient was retested and again the er1 message was obtained. The reporter "just assumed" that the patient's glucose level was high and administered more insulin. No other information regarding the patient was provided; there was no allegation of harm.